Event description:
An injury occurred to a nurse who went to retrieve a needle from a box that had a broken IV shield exposing the IV needle point. Without knowing, reached into the box of unused samples and inadvertently stuck finger. A tetanus shot was provided as per doctor's judgement.